Event description:
It was reported that a spectrum pump shut off without user input. This condition reportedly occurred on battery power when attempting to program an infusion for a pt. It was also reported the pump was swapped for a new one, and there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.